Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has irritation around battery site at post op appointment to have her device turned on. Delayed turned on. The doctor wanted to wait to turn device on as battery site is reddened. The doctor wants more healing time and until irritation is better. Additional information was received from the manufacturer representative (rep). It was reported that the doctor is treating the patient's condition. There is no surgical intervention planned at this time. The cause of the irritation and redness at battery site was not determined. The patient is on antibiotics. Recheck on reddened area will take place (B)(6) 2022.